Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.